Manufacturer narrative:
No patient information provided as there was no patient present. Device lot number, or serial number, is unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent upon the lot/serial number and is therefore, unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the spine clamp was defective. There was no patient present when this issue was identified.